Event description:
It was reported by the customer that during surgery, while the surgeon was using the attachment, it overheated and burned the pt's upper lip. No info was provided on any additional treatment that may have been given.

Manufacturer narrative:
As of 08/25/2009, the attachment has not been returned for evaluation. No conclusion can be drawn.